Event description:
It was reported that patient had loss of therapeutic effect. The patient tried stimulation adjustment, but was not sure if she did it right. The patient experienced return on incontinence which was before she had a vaginal mesh placed. The symptom reported had a sudden onset. There was no known accident or incident related to this complaint. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va002am, implanted: (B)(6) 2012, product type lead. (B)(4).